Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with cracked case on display window corners, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a blood glucose level of 245 mg/dl. Customer stated that at times, it does not seem to cover. Customer changed his site to another place that he does not use. Customer's blood glucose was 400 mg/dl or 460 mg/dl and it went up to 490 mg/dl without him eating. Customer stated that his blood glucose came down and then went back up. Customer has gone into the emergency room thinking that he went into diabetic ketoacidosis since he felt so sick. This morning, his blood glucose was 216 mg/dl and then it came down to 120 mg/dl. Customer stated that he has the infusion set in his thigh and is in the car, so he is unable to do some of the troubleshooting at this time. Customer stated that he has gotten a no delivery alarm in the past. Customer stated that the set was not bent when he changed it. Customer was wearing the pump at the time of the incident. Customer asked for the pump to be replaced.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test. .